Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer swapped t board, bus cable, tightened/replace the row board cable and retractable cable. Th fse also reinstalled and recovered al the pockets and trays. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer failure. The customer stated that the auxiliary drawer 3.1 not detected on bus, also drawer will not close completely. There were no adverse events or injuries reported based on this event.